Manufacturer narrative:
Correction/removal number: 1627487-07262012-001-c. This ipg serial number was included in field advisories and a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-04386. It was reported the patient was experiencing increased warmth at the ipg site while using the charging system. The patient was advised of the charging recommendations to decrease the issue. The sjm representative spoke with the patient, and a replacement charging system was sent to the patient.